Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccuracies between the patient's cgm and blood glucose meter, which the patient experienced on (B)(6) 2013. The patient reported seeing inaccuracies twice in a 24-hour period, for example: cgm reading at 40 mg/dl and blood glucose meter reading at 167 mg/dl. The device is not indicated for insertion in the hip. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.